Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - eq humeral stem primary, press fit 9mm: (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6), 320-10-00 - equinoxe reverse adapter plate tray +0: (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side and was implanted with exactech devices. Subsequently, the patient experienced an intraoperative fracture of greater tuberosity of the humerus. As a result, the patient underwent intraoperative osteosynthesis. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - health effect - clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions and h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.